Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had lower water flow than before and the device could not be run. No error messages were displayed. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was inspected by olympus, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.